Event description:
Multiple care alerts for lv tip to can and lv tip to ring impedance out of range. The earliest alert is going back to (B)(6) of 2017. Alert for lvtip to rv ring and lv tip to can lead impedance out of range on (B)(6) 2025. Two days where both lead impedances were elevated around 1700 ohms. An issue with the lv lead tip, possibly separating where the lead connects with the conductor or possibly a fracture in the lead conductor. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).